Event description:
Follow up information identified x-rays have been ordered and further intervention may be pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing discomfort described by the patient as heating while recharging. In addition the patient has lost 70 pounds which is causing discomfort (reference MFR. Report: 16271487-2017-03753) surgical intervention may be pending to address this issue.